Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting, urination, tired and pain. The blood glucose reading at the time of the event was 650 mg/dl. Customer stated that she was not feeling well the previous night. Diagnosed diabetes ketoacidosis. Hospital treated with IV drip. Customer stated that the cannula was occluded. The current blood glucose reading is 91 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.